Event description:
A hospital in (B)(6), reported via a distributor that "a piece between the patient adaptor and wye piece of two rt265 infant dual heated evaqua2 breathing circuits occasionally pops off easily when providers move the patient and circuit". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuits are currently en route to fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: four sealed, unused rt265 breathing circuits were returned to fisher & paykel healthcare (B)(4) for inspection. The circuits were visually inspected and two of the circuits was pressure tested to check for leaks and tightness of connection. Result: no damage was found to any part of the returned rt265 breathing circuits. The pressure test revealed that the tested circuits were within specification. In both cases the swivel elbow did not disconnect from the swivel wye during the pressure test. Conclusion: we were unable to determine what had caused the disconnection as reported by the customer as no fault was found with the sample devices provided. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported via a distributor that "a piece between the patient adaptor and wye piece of two rt265 infant dual heated evaqua2 breathing circuits occasionally pops off easily when providers move the patient and circuit." No patient consequence was reported.